Manufacturer narrative:
The involved nail was inspected by the manufacturer, including for its functionality, and was found to be in order. Examination of the production records of the involved device did not reveal a deviation that may have contributed to the reported case. This report is submitted following an FDA inspection at the manufacturer facility. Note: this product is no longer marketed in the USA.

Event description:
A fixion il humeral nail did not expand during implantation. Another nail was used.